Event description:
Voluntary medwatch received states that patient's right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was also noted due to oversensing. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5151187.